Event description:
The customer returned the device stating, ¿the device cassette was not attached properly¿; during device evaluation it was found the downstream occlusion sensor was non-functional. The event happened during testing; there was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of ¿the device cassette was not attached properly¿ was confirmed. The probable cause was a non-functional downstream occlusion (dso) sensor and therefore replaced. Performed dso/upstream occlusion sensor calibration. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. The device event log/alarm history review showed there were no events related to the complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.